Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter came apart during slitting. The catheter snapped apart about five inches distal to the valve when the slitter reached that point. The physician grasped the torn edge of the catheter with forceps and continued slitting to successfully remove the catheter. No patient complications have been reported as a result of this event.